Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called in to report that the insulin pump went into threshold suspend mode due to an inaccurate sensor glucose reading. The blood glucose reading was 110 mg/dl, compared with the sensor glucose reading of 45 mg/dl. Customer stated the insulin pump kept beeping and received a lost sensor alert. Customer also reported that after inserting the sensor, it did not connect with the transmitter. The customer was advised that the sensor would be replaced, and to return the malfunctioning sensor back for analysis.

Manufacturer narrative:
A complete analysis and testing of one opened and used enlite sensor showed that it was functioning properly and passed all functional testing. However, a visual inspection found the cannula was bent; unable to conform if the customer received the sensor in said condition due to the sensor was returned opened and used.